Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was determined to be the implantable neurostimulator (ins) had flipped in the pocket, however, the healthcare provider (hcp) stated it was not related to the device. A pocket revision was done on (B)(6) 2015. The hcp saw the patient following the revision and everything was working just fine.

Event description:
It was reported that there was a coupling problem. They were only getting two bars when attempting to charge the implantable neurost imulator (ins). The patient had the device x-rayed but it was determined at that time that the ins was not flipped. At the point of the report the healthcare provider (hcp) would more than likely open the pocket and do a revision. The manufacturer representative did not know when this would take place. Information regarding the revision had been requested but there was no further information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2015-(B)(6), product type lead. (B)(4).